Manufacturer narrative:
Additional information: imdrf annex a, g, c and d codes.

Event description:
It was reported that an infusion of etoposide-phosphate was programmed to run at 488ml/hr for one hour. Pumps were cleared and infusion was verified by two nurses with an infusion rate of 488ml/hr for a total of 488 ml. When pump alarmed completion, rn noted that some chemotherapy remained in the bag. The pump was reprogrammed to finish infusing the remaining amount. When completed the total volume infused on the pump read 573.9 ml. There was patient involvement but no patient harm.

Event description:
It was reported that an infusion of etoposide-phosphate was programmed to run at 488ml/hr for one hour. Pumps were cleared and infusion was verified by two nurses with an infusion rate of 488ml/hr for a total of 488 ml. When pump alarmed completion, rn noted that some chemotherapy remained in the bag. The pump was reprogrammed to finish infusing the remaining amount. When completed the total volume infused on the pump read 573.9 ml. There was patient involvement but no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation - if other specify, imdrf annex a, b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that an infusion of etoposide-phosphate was programmed to run at 488ml/hr for one hour. Pumps were cleared and infusion was verified by two nurses with an infusion rate of 488ml/hr for a total of 488 ml. When pump alarmed completion, rn noted that some chemotherapy remained in the bag. The pump was reprogrammed to finish infusing the remaining amount. When completed the total volume infused on the pump read 573.9 ml. There was patient involvement but no patient harm.